Event description:
It was reported that this pacemaker triggered lead safety switch (lss) due to high impedances out of range in the right ventricular (rv) lead. Additionally, the pacemaker exhibited noisy signals and oversensing. Subsequently the rv lead was surgically abandoned and this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered lead safety switch (lss) due to high impedances out of range in the right ventricular (rv) lead. Additionally, the pacemaker exhibited noisy signals and oversensing. Subsequently the rv lead was surgically abandoned and this pacemaker was explanted and replaced. No additional adverse patient effects were reported. The returned pacemaker was analyzed and an engineering-level for functional, dimensional and visual test was completed to assess the impedance allegation. A series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. The pacemaker passed all returned product testing. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction.